Event description:
During a catalyst procedure, the surgery center reported loss of suction during the docking stage and then again after the capsulotomy and fragmentation stage. As a result a second liquid optics interface (loi) was used to complete the main cataract incision (arcuates). The procedure was completed successfully. There is no patient injury reported.

Manufacturer narrative:
Amo¿s investigation subsequently identified that the catalyst system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. In addition, amo will be making enhancements for detecting and alerting the user of patient suction loss. Manufacturer date is january 2014. All pertinent information available to abbott medical optics has been submitted. Placeholder.